Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that external paddle is found defective at installation. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The paddles were returned to philips and escalated for technical investigation. After disassembling the paddle, visual inspection found the paddle's white wires were burned at the terminal due to the wires being crushed. Functional testing of the defective paddle showed it could not pass, and failed the operation check. Additional training has been provided to operators to avoid this defect. Process improvements include additional testing of the paddles to ensure impedance after shock and operation tests. The defective paddles were scrapped and the technical investigation was completed. The customer was provided with replacement paddles to resolve their complaint. The customer was provided with replacement paddles to resolve the issue. It has been concluded that no further action is required at this time.